Event description:
Reporter indicated that patient was being reimplanted due to normal end of service. The generator was unable to communicate and when the new generator was placed on the existing leads, high impedance was found. The patient did not undergo revision surgery of the leads as the surgeon had not performed this before and did not feel comfortable continuing. The patient has also presented with an increase in seizures, return to baseline due to the generator being at end of service.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a serious injury or death.